Event description:
It was reported that particulate matter (pm) was observed within the tubing of a large volume infusor. The pm was further described as, ¿a black foreign substance with a diameter of about 2 to 3 mm, which is about the size of hair, was found in the tube near the flow control tube¿. The pm was discovered after filling the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 20, 2021 - august 21, 2021. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a brownish red particle, measuring 2.17 mm in length and 0.20 mm wide. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition was verified. The most probable cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.